Event description:
It was reported that during surgery, an x-ray indicated that the screw advanced beyond the implant. The entire construct (2 screws, 1 cage) were removed and replaced with a cage and a plate. Upon removal the cage came apart. All fragments were retrieved. There was a reported 20 minute surgical delay. No reports of adverse consequences to the patient.

Manufacturer narrative:
The device was not returned for evaluation as it was kept at the hospital. Therefore functional, visual and dimensional inspections could not be performed. The lot number was not provided therefore device history review and complaint history review could not be performed. It was reported that the inserter was used during the procedure. The screw holes were prepared with an awl. It did not seem that the screw holes were implanted at difficult angle nor that excessive force was used when implanting the screw. Patient¿s bone quality was good. No x-rays or patient information is available. No further investigation for this event is possible at this time as no devices nor x-rays of the reported event were received. Potential causes may be user applying to much force during cage removal which may have caused disengagement of cage components.

Event description:
It was reported that during surgery, an x-ray indicated that the screw advanced beyond the implant. The entire construct (2 screws, 1 cage) were removed and replaced with a cage and a plate. Upon removal the cage came apart. All fragments were retrieved. There was a reported 20 minute surgical delay. No reports of adverse consequences to the patient.